Event description:
Health care professional reported of higher than expected act-lr results using a hemochron signature elite system. The patient was being monitored for heparin anticoagulation during a cardiopulmonary bypass procedure. During the surgery the hemochrome signature elite reported out of range high results. The results were inconsistent with the patient's status and other tests reported during the case. The procedure was completed without incident. No adverse event (s) were reported.

Manufacturer narrative:
(B)(4). The associated cuvette lot for this instrument is #fajac280. (B)(4). Actual device not evaluated. Process evaluation performed. No ncrs or anomalies were identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. Electronic and liquid quality control tests passed successfully. Review of the operator's technique and sample handling did not reveal any significant deviations from the recommended procedures.